Event description:
Additional information: litigation papers allege the patient suffered aches and pains in her left hip, pain when lying on her side, swelling in her left hip, hip infection, stiffness, and difficulty with activities of daily living.

Manufacturer narrative:
Update rec'd 3/8/2013- ppd and medical records received. After review of the medical records the revision operative note indicates the cup was loose, malpositioned (spun out), and an acetabular wall fracture occurred-unknown date. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address acetabular loosening. The cup spun out. Update: 1/4/2012 - medical records were received. The revision operative report indicates that an unexpected amount of bloody fluid came out of the joint. A couple of cysts were noted intraoperatively.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.